Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.

Event description:
Bradycardia was reported following the carotid stenting procedure. The patient was observed over the weekend and was still bradycardic; therefore, a dual chamber pacemaker was implanted. The patient recovered without sequelae.